Event description:
Reporter indicated that vns patient has passed away. It reported that the patient's family member found them dead in bed. The patient reportedly experienced a slight improvement in seizure control with the vns therapy and was receiving therapy at the time of death. No autopsy was performed and the vns therapy system was not explanted. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.